Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, user was unable to accept new orders. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A technical support (tss) specialist spoke with the customer, who confirmed that no further assistance is required, and the case can be closed. The tss close the case.